Manufacturer narrative:
A steris service technician observed that the system 1e was unplugged and the unit was half full of water from a diagnostic cycle. The technician further inspected the unit by running a diagnostic cycle after powering on the unit and turning on the water supply and observed water coming from inside the cabinet and identified the location of the leak. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that water was on the floor by the cabinet in which the system 1e is located. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician identified the leak was caused by a broken drain fitting. The technician replaced the fitting and reconnected the drain hose on the system 1e. The technician ran multiple diagnostic and processing cycles and confirmed the unit to be operating properly.